Event description:
"S/p r mrm for stage I breast ca in 1987. Has been ned since and underwent staged expansion reconstruction with radovan expander and completed with replicon 550cc implant. The pt reports that never had a good aesthetic result and c/o firmness and discomfort in breast and drawing into axilla - this is progressing. Additionally, c/o systemic probs, many of which redate implants (mva job related accidents x multiple including 1986, mva 1988 1990 and 1991) and involve cervical discs. The pt reports that besides having increased disc symptoms, arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, swelling, chronic fatigue, sleep disturb, recurrent colds, fevers, hot flashes, drenching night sweats, headaches, dizzy spells, visual disturb, memory probs, dry mouth (? Related meds), sens to sun, sob, choking sensation, increased cholesterol, wgt gain, gi disturb and gu probs. Pt is otherwise healthy."